Event description:
During a scheduled revision surgery, a bioplex implant was discovered to be fractured in several places. The pieces were subsequently discarded in the operating room. The implant was replaced with a new one. Pt doing well.